Manufacturer narrative:
Section d4, h4: additional information. Section h8: correction. Manufacturer's investigation conclusion: a specific cause for the reported neurologic dysfunction, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further related complaints have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 lvas IFU is currently available. This IFU lists other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1 ¿introduction¿. Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system in section 6 ¿patient care and management¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had two clots called by the registered nurse. Neurology was at the bedside and heparin drip was stopped and the patient went to get a catscan. No cerebral vascular accident noted. Per neurology intensive care unit, the patient had delirium and was following commands but was slightly confused. Per the patient they have a history of facial droop. Initially anti coagulants were held but restarted when returned to floor. CT of head completed. Treatment included routine post op care and neurology signed off on (B)(6) 2020. Patient was discharged to rehab facility on (B)(6) 2020.